Manufacturer narrative:
Insulin pump received with unresponsive button due to corroded keypad traces. No button error alarms noted. Insulin pump received with cracked case at display window corners and lcd window.

Event description:
It was reported that the insulin pump alarmed button error. The blood glucose level was not included in the report. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.